Event description:
The customer reported that there was "no electricity". There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.